Manufacturer narrative:
Upon receipt at our quality assurance laboratory, this artificial urinary sphincter (aus) underwent a thorough analysis. The cuff was visually inspected and tested for leaks. No damage or abnormalities were noted, no leaks were identified. The balloon was visually and microscopically inspected, and leak tested. Microscope examination identified a pinhole tear in its shell, consistent with fatigue. The balloon did not pass the leakage test. The pump was visually inspected, and leak tested. No damage or abnormalities were noted, no leaks were identified in the pump. Based on the information available and analysis results, the pinhole identified in the balloon could have caused or contributed to the reported clinical observations. The reported patient symptoms are a known risk associated with implant of these devices as indicated in the instructions for use.

Event description:
It was reported that the patient with this artificial urinary sphincter (aus) experienced recurring incontinence due to fluid loss from the cuff. A surgical procedure was performed to remove and replace all the components. There were no further patient complications reported.

Manufacturer narrative:
There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptoms are a known risk associated with implant of these devices as indicated in the instructions for use. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that the patient with this artificial urinary sphincter (aus) experienced recurring incontinence due to a fluid loss from the cuff. A surgical procedure was performed to remove and replace all the components. There were no further patient complications reported.